Event description:
The customer reported the system will not move up or down. No patient injury was reported.

Manufacturer narrative:
There was no report of evaluation or repair. This MDR is related to ge healthcare (B)(4).